Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, noise was observed on the atrial lead while being inserted into the header of the device. The set screw could not be successfully inserted into the header of the device. A different device was used and was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported inability to tighten the atrial setscrew was confirmed. Analysis of the device header found signs or indications (stripped inset and multiple grooves in the inset walls) of partial, incorrect torque wrench insertions. It appeared that the wrench tip was not aligned with the setscrew hex inset so that the wrench tip would drop into the inset. The corners of the wrench tip also appeared to have been forced down into the inset walls. If inserted this way, the wrench will only partially engage with the inset and the setscrew cannot be tightened. Testing showed that with the wrench properly aligned to engage with the setscrew inset and full insertion of the wrench, the setscrew could be tightened and loosened normally. A test lead could be firmly secured and released from the connector port. No header anomalies were noted. Electrical tests performed thereafter on the device noted normal functionality.